Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during device change out operation, the right ventricular lead exhibited an insulation anomaly. The lead was removed and replaced. No patient symptoms were reported.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 3.5 cm to 4.3 cm and 3.6 cm to 4.2 cm from the distal end, exposing the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.